Event description:
It was reported that during a cholecystectomy procedure, after the device was inserted, the reset button did not return to the original position in two devices of the reported three. In the other device, the reset button had a difficulty in returning. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4).. Instrument a and b: reset button. Instrument c: batch # c9c509, exp date: 02/2011, MFR date 03/24/2006. Eval summary: the analysis results found that the d12lt instrument a was returned with the universal seal and duckbill deformed, but otherwise in good visual condition. The instrument was functionally evaluated and the reset button failed to return to the original position upon cutting and advancing through the skin test media; thus leaving the blade exposed upon advancement. The failure was noted during twenty consecutive test sequences. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the d12lt instrument b was returned with the universal seal and duckbill deformed, but otherwise in good visual condition. The instrument was functionally evaluated and the reset button failed to return to the original position upon cutting and advancing through the skin test media; thus leaving the blade exposed upon advancement. The failure was noted during twenty consecutive test sequences. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the instrument c was rec'd with the seals of the universal seal assembly and duckbill deformed. The instrument was functionally tested and no anomalies were found with the reset button, it returns to its original position as intended upon cutting and advancing through the skin test media. Although the event could not be confirmed a corrective action has been initiated to address the root cause of the reset button issues. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.